Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery shortly after a bolus delivery. Customer's blood glucose level was 122 mg/dl. Reportedly, the customer would load a cartridge, and declined any further follow-up from tandem technical support.